Manufacturer narrative:
D9: 18-nov-2024 h6: evaluation codes updated device evaluation: two samples were received. Samples were visually and functionally tested and the complaint of the extension set not working can be confirmed. The probable cause is due to filter saturation leading to partial/complete flow occlusion. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Section d: corrections. H6: corrections. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
E1: phone number - (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when making changes on the pump, the pump alarmed for occlusion. It was tried to prime again, however it still was not working and then they had to use another extension. The patient had 2 extensions that did not work. The event did not occur during patient use.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.